Event description:
Revision surgery - the pt had an infection in the knee; the surgeon removed all of the original implants.

Manufacturer narrative:
On (B)(6) 2013 an agent informed djo surgical of a revision surgery involving a replacement of a foundation knee and sombrero tri-peg patella. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. The device history records for the parts involved were examined. A review of the sterilization records showed that the reported devices received an adequate 25-40 kgy gamma radiation sterilization dose and were within their expiration dates at the time of the original surgery. A review of the implants device history records, product complaint report database, and sterilization records showed that this device met sterilization, design, and manufacturing requirements. No information was submitted with regard to the severity of the infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.